Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: 650-0667 delta cer fm hd 036/+8mm 12/14. 51-136110 tprlc 133 mp 12/14 bm so 11.0. 110003634 biolox delta cer lnr 36mm e. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision six (6) years post implantation due to acetabular implant fracture. Review of x-rays show hyperdense fragments superior to the femoral neck suggesting fractured implant, possibly the polyethylene liner or acetabular cup. Femoral component is intact. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the CT received identified an area of metallic density, similar in density to the hip prosthesis, and located in the superior zone of the neck. With 3d reconstructions, it is believed that this fragment may come from the anterior and medial margin of the cup, where an area of repletion defect or at least more irregular was observed. In addition, this fragment has a concave or arched morphology, which could fit in that area. There is another area that is a hole, in the proximal region of the stem, but I think it is a normal image inside the prosthesis, and I find it more difficult to assume that it comes from that side. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined, as the device remains implanted. It is unknown if the items identified on the CT are part of the implanted devices or some other debris. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.